Event description:
Additional information was received from the customer. The pad fell into the abdominal cavity. The pad was removed using forceps and the fragments were recovered via the locker.

Event description:
An olympus representative reported to olympus on behalf of the customer that the entire tissue pad from the sonicbeat 5 mm, 35 cm, front-actuated grip fell into the patient's body during a laparoscopic cholecystectomy. The dropped pads were collected, and the procedure was completed using a similar device. There was no further harm or user injury reported due to the event. Additional information has been requested but no further information was obtained.

Manufacturer narrative:
E1 - the complete establishment name is (B)(6) corporation, (B)(6) social work association, (B)(6) hospital. The suspect device was returned to olympus for evaluation and the allegation was confirmed. The tissue pad was worn out, and some of it was peeled off and fell off. The piece of tissue pad that fell off was also returned. It was determined that the tissue pad fell off due to the following probable causes: 1. The tissue pad was worn and partly peeled off because the gripper was closed, and ultrasonic waves output was activated when nothing was gripped between the gripper and the tip of the probe (including after the tissue had been cut). 2. The tissue pad was cut and part of it fell off due to the load applied to the peeled off tissue pad. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been less than 1 year since the subject device was manufactured. Based on the results of the investigation, a root cause could not be determined for the broken probe or for the required intervention to remove the fragment. The likely cause of the event was previously reported in the initial MDR. The event can be detected/prevented by following the instructions for use (IFU) which state: ¿do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating.¿ ¿when cutting or vessel sealing is performed in max & var mode, apply light tension on the tissue so that users can confirm that it is transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall off, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation.¿ olympus will continue to monitor field performance for this device.